Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16471; 2938836-2019-16473. It was reported that the system was explanted due to pocket infection. The cause of infection was suspected due to atrial lead revision which occurred on (B)(6) 2019 due to twiddle. The patient did not experience any adverse consequences.